Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that both the rv and atrial leads were dislodged via review of x-ray. The rv lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.